Manufacturer narrative:
Image review: the patient executive summary was not available for review, which limited the ability to perform a comprehensive anatomical assessment. Two intraprocedural fluoroscopic media files were submitted for review. Fluoroscopic valve load inspection was not provided; therefore, validation of an appropriate valve load could not be performed. The available imaging demonstrates a released valve followed by post-implant balloon dilatation, during which valve dislodgement into the ascending aorta is observed. No evidence of a temporary pacing lead or ventricular pacing is visible during the post-implant dilatation provided in the media. As written in the instructions for use (IFU): establish a central venous line. Insert a temporary pacemaker lead via the right internal jugular vein (or other appropriate access vessel) per physician/clinical judgment. Based on the information available for review, the absence of ventricular pacing during balloon inflation may have contributed to balloon movement, which coincided with the observed valve dislodgement. It was reported that a second valve was implanted; however, imaging of the second valve implantation was not included in the submitted media. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the implant of the valve, moderate-severe paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon dilation was performed. The valve dislodged following post-implant dilation and a second valve was immediately implanted.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the valve dislodged following a post-dilation. Subsequently a second valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0013105044); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0013102625); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.